Event description:
Additional information received as follows: the ventilator failed to continue to delivering breaths.

Manufacturer narrative:
Additional information received: section b3 date of the event. Section b5 event description. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 840 ventilator suddenly stopped working, displayed "system error", did not allow restart due to complete screen lock and had activated all alarms. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found relevant diagnostic codes in the equipment error logs. The sp replaced the graphical user interface (gui) printed circuit board assembly (pcba), gui to breath delivery (bd) cable assembly and the bd pcba. The ventilator passed all testing per manufacture specifications and was returned to the customer. The likely cause of the event was isolated in the field to potential failure between the bd and gui pcba. An additional finding was the gui to bd cable issue due to movement fatigue at the time of use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator suddenly stopped working, displayed "system error", did not allow restart due to complete screen lock and had activated all alarms. The ventilator experienced a loss of ventilation and the patient's oxygen saturation dropped to 50%, requiring the patient be manually ventilated via an ambulatory bag and transferred to an alternate ventilator without injury.